Event description:
The suspect meter exhibited poor precision test results. The following results were reported: inratio 9/18 2.9, 9/24 2, 10/1 2.6, 10/10 3.4, 10/23 1.7, 10/25 2.2, 10/30 1.4, 2.7 (retest), 11/16 3.9, 11/9 2.2, 11/14 2.2, 4.9 (retest) - 11/20 3.2, dose adjustment made after 11/14 test result. A new strip lot was sent to the customer. Additional testing to be performed.